Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that 3 months after the implant of this right ventricular (rv) lead, the patient began to complain of chest pain. After lead diagnostics were performed, it was determined that the lead had perforated the heart wall. A lead revision was performed and the lead was repositioned successfully. No additional adverse patient effects were reported. The lead remains in service. No further information is available. This report will be updated if more information becomes available.